Event description:
Following the pt's lead extrusion as reported on MFR report # 1644487-2011-01752, the pt was reported to have developed a generator extrusion. The surgeon then removed the generator and decided to wait to reimplant the pt. F/u info from the pt's physician indicated that the pt had been seen on (B)(6) 2011 for the lead extrusion in the neck. The pt then had this corrected via surgery, and it appeared that the pt had been picking at the wound. The neck would then healed "nicely", but then the pt returned to the clinic on (B)(6) 2011 with the generator extruding. The physician stated the pt had been picking at this wound as well. The device has been returned to the MFR.